Event description:
Arrive2 clinical study 101-072. It was reported that during a coronary artery drug eluting stenting procedure balloon removal difficulties were encountered. Lesion #1 was a 3.0mm 90% stenosed mid left anterior descending (mid lad) artery. The physician treated the lesion with predilation and placing a taxus express2 8.8% 3.00x20mm drug eluting stent in the lesion. It was reported there was difficulty deflating the balloon. The physician moved the balloon slightly forward, then reinflated, and then removed. A dissection occurred distal to the lesion. The "stent" remained stable. Lesion #2 was a 2.5mm, 75% stenosed distal left anterior descending (dist lad) artery. The physician placed a taxus express2 8.8% 2.75x16mm drug eluting stent in the lesion to fix the dissection. There were no further complications. The pt was discharged the next day on plavix and aspirin.